Event description:
The customer reported that the defib gave the screen message defib failure, cycle power, error 1000 which was not resolved by cycling the power. There was no report of patient involvement.